Event description:
The nurse was attempting to activate a heat pack for her patient. She squeezed the bag to pop the inner chamber and get the pack warming. However, the heat pack didn't warm up. She tried three--all with the same result. On the fourth try, she had one that did get warm. All four packs were from the same manufacturer, model and lot numbers. All of the heat packs are stored in the same area. We have seen this problem before. In the past, the manufacturer found a pin-hole size opening in the inner pouch. Staff suspect that this may be the cause for these packs not heating up.we are awaiting the manufacturer's response. We will return the device to them for their investigation/analysis.